Event description:
It was reported that the lead dislodged one week after implant. When the physician pulled the lead out to re-implant it, there was tissue on the helix. A replacement lead was then used. When connecting the lead to the device, the grommet could not lock the lead. The dislodged lead was not used and the new lead was implanted. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device was returned and analyzed. No anomalies were found. It was noted the grommet was damaged. (B)(4) the full lead was returned and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism. There was tissue on the helix.